Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the emergency room due to being not responsive and low blood glucose level of 12 mg/dl. The customer also experienced multiple hyperglycemia and hypoglycemia events. The insulin pump also received insulin flow block alarm. The insulin pump was not on auto mode at the time of the incident. The customer declined troubleshooting for the issue as he was more interested in calibration. The insulin pump will not be returned for analysis.